Event description:
Reporter indicated a vns patient is not initiating device stimulation. The physician stated the generator should not be at end of service. Good faith attempts to obtain additional information have been unsuccessful to date.